Event description:
Additional information was received that the patient will be brought in for further evaluation.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.